Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. On an unknown date, the patient was hospitalized for the event. On an unknown date, the patient was treated with an unspecified drug (dose and frequency not reported, given intraperitoneally (ip)) which added into dianeal solution for peritonitis. The patient was discharged from the hospital and was recovering from the peritonitis event. At the time of this report, pd therapy was ongoing. No additional information is available.